Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. Device interrogation was not able to be performed due to the device being received without telemetry. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified a depleted cell; however, no cause was discovered.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status, after being implanted for a few months. Boston scientific engineering provided there was a rapid battery voltage drop in the previous month, and the cause is unknown. Boston scientific technical services (ts) advised this icm device should be returned for analysis if explanted. Additional information provided this icm device was explanted and replaced with a new icm due to the initially reported issue. No adverse patient effects were reported. This icm device has been returned for analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status, after being implanted for a few months. Boston scientific engineering provided there was a rapid battery voltage drop in the previous month, and the cause is unknown. Boston scientific technical services (ts) advised this icm device should be returned for analysis. No adverse patient effects were reported. This icm device remains in service at this time. Additional information provided by boston scientific field representative to technical services (ts), indicates they are planning to explant and replace this icm device. However, there is no evidence suggestive that a surgical intervention has occurred at this time. Additional information from boston scientific field representative confirmed the explant procedure has not been performed at this time. Additional information provided this icm device was explanted and replaced with a new one due to the initially reported issue. No adverse patient effects were reported. This icm device has not been returned for analysis.